Event description:
Baxter thailand reports multiple incidents of blood leaks with the syntra 160 dialyzer. Blood leaks were noted at the beginning of treatment. Blood leaks were noted visually and by blood leak alarms and confirmed with positive hemastix. Blood leaks were noted to occur after reuse number four or five. Blood were returned to the patient with no blood loss reported. No patient injury or medical intervention reported per baxter thailand.